Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 -10 days post eyelid surgery, the suture has been more broken down and was difficult to remove from patient.